Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was confirmed and duplicated. The root cause is a faulty transducer sensor. This is a known issue which can be referenced with CAPA ca-2017-0206.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the when the vela ventilator was powered on, high pip (peak inspiratory pressure), low ve(ventilation), xdcr (transducer) fault, high rate, low ve (minute ventilation), and low pip (peak inspiratory pressure) alarms triggered. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.